Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent a revision surgery two weeks later and inspection revealed a crack in a cylinder connecting tube. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent a revision surgery two weeks later and inspection revealed a crack in a cylinder connecting tube. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. Both cylinders had wear at a fold close to the distal and proximal end of the bodies. During functional leak testing of the first cylinder, the inner tubing bulged where the proximal cylinder body is bonded to the rear tip of the cylinder; broken fabric was found. No damage was found upon inspection of the other cylinder. Both cylinders passed leak testing. The reservoir was visually inspected and functionally tested; no leaks were found; the reservoir performed within specification. The pump was visually and microscopically inspected, and underwent leak and functional testing. A leak was identified at the strain relief junction of the tubing. The pump did not pass activation testing. Analysis did not confirm the reported observation of cylinder crack, but the issues identified with the pump could have impacted device performance. As observed clinically.